Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during initial use, the jaws of the device would not open and the handle could not be used.

Manufacturer narrative:
(B)(4). Date of follow-up report: 11/23/2016. One used lf1537 ligasure device was received, and evaluation of the sample did not confirm that the jaws were locked closed. Visual inspection found the handle was broken but not locked, and the handle could not be used to operate the loose jaws. Disassembly of the device confirmed this to be due to broken latch tines within the handle body. This broken mechanism also allowed the knife blade to be deployed when the jaws are open. However, the investigation could not reliably determine the cause of the broken latch tines. A review of the device history records for this lot found no potentially contributing factors.